Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to possibly be due to "parasites" treatment for the peritonitis event was not reported. The patient was no longer on peritoneal dialysis solutions. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.